Event description:
It was reported that during a scheduled coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 99% stenosed and severely calcified 18mm in length target lesion located in the severely tortuous right coronary artery (rca). Treatment used pre dilation with a 2.0x15mm non bsc balloon and attempted to advance the 3.5x20mm taxus liberte, but was unable to cross the lesion. Upon removal of the device, it was noted that a stent strut had lifted. The procedure was completed with a non bsc stent. No patient complications occurred and the patient's condition was listed as "good".